Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a shaft break occurred. The severely calcified denovo leison was located distal right coronay artery (rca). Vascular access was gained through the right femoral artery. Attempts were made to advance the ultra 2 monorail cutting balloon to the lesion, but significant resistance was encountered and the device was unable to cross the lesion. The cutting balloon was never inflated. Upon withdrawal, the cutting balloon shaft broke into two pieces between the distal and the mid-shaft. The location of the break was contained within the guiding catheter while the balloon was still in the proximal segment of the right coronary artery. The proximal segment of the cutting balloon was retrieved immediately after the event and the distal segment was retrieved by inflating a balloon inside the guideing catheter on a second guide wire and withdrawing guiding catheter and guide wires altogether through the sheath. The procedure was completed with another of same device. The procedure was completed successfully in the proximal right coronary artery lesion but not in the distal right coronary artery, because of severe calcifications and inability to dilate the lesion. Nevertheless, there was timi 3 flow, no changes at the ECG and the pt was asymptomatic. There was no pt injuries were reported as a result of the event. The pt status was reported as "stable."

Manufacturer narrative:
The complainant indicated that the cutting balloon catheter will not be returned for eval; therefore, a failure analysis of the cutting balloon could not be completed. A review of the mfg records for this batch shows that the device met its material, assembly and product specifications. If there is any further relevant info from that review, a supplemental medwatch will be filed. The most probable root cause for this complaint was not determined.